Event description:
It was reported that there was no telemetry with the device post open-heart surgery, and that two programmers were tried. The device status is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.